Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer reported that the alert had not reoccurred after charging the pump. In addition, the customer reported the pump battery was observed to be depleting quickly. The customer declined troubleshooting for the battery depletion issue. The customer¿s blood glucose was 141 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.